Event description:
It was reported that the high voltage impedance alert was triggered for the right ventricular (rv) lead due to high impedance of greater than 200 ohms. Fluoroscopy was performed, in which it appeared the connector pin of the rv lead was not completely inserted into the header of the device. The rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, and the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. The analyst noted the lv pacing impedance measured 1159 ohms and impedances continued to be high and variable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).